Manufacturer narrative:
(B)(4). Batch #: u94t87. Investigation summary, the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned with no apparent damage. The device was connected to a test hand piece and tested on a gen11. The device was functional passed the pre-run test but a loud "chirping" noise was heard upon activation the instrument was disassembled to inspect the internal components and it was found that the blade sheath was missing. It should be noted that product failure is multifactorial. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the "replace instrument" alert screen was displayed. Changed to another device to complete the surgery. There was no patient consequence reported. No additional information can be provided.